Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This follow-up report is also being filed to correct information. Concomitant products: biomet mallory head acetabular shell: catalog#: 13-104056, lot#: 196111. Biomet integral femoral stem: catalog#: 162672, lot#: 386720. Biomet femoral head: catalog#: 163662, lot#: 660070.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, ¿wear and/or deformation of articulating surfaces.

Event description:
Patient underwent a hip revision procedure due to wear and osteolysis approximately 15 years post implantation. The acetabular shell, modular head, and acetabular liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
A hip revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.